Event description:
During a cardiopulmonary bypass procedure, the user reported the catheter had a more than usual air intrusion when inserted. The user changed out the catheter for a new one and found no other issues. The user later checked the catheter in question and found a flaw at approximately 10 cm from the distal tip. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.